Event description:
It was reported the patient's both leads showed high impedances. Surgical intervention took place wherein the leads were explanted and replaced to address the issue. Effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.